Event description:
During an in-clinic follow-up, high capture threshold and low pacing impedance were observed on the right ventricular (rv) lead. X-ray imaging was performed which revealed the slack on the rv lead had decreased since implant. No intervention was performed at this time. The patient was stable and will continue to be monitored.